Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a discardit¿ ii syringe w/o needle leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: sample evaluation we have been provided with 8 reference samples. The analyzed samples did not show any defect, so we could not confirmed the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2022 (july 29 - 31th, 2017). Syringes were assembled in machine, nº4252, nº4251, nº4208, and nº4204, in lot #7202263 (july 24 - 31st, 2017) and in lot #7212328 (july 7th - august 4th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7202246, #7198284, and #7211167 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7202247, #7187017, #7198290, and #7211171 and no problems, defects or qn related to the reported issue were found. Investigation conclusion: root cause analysis we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation: the reference samples did not present any defect. No issue found in the bhr. We could not confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.